Event description:
It was reported that during preventative maintenance, the motor device "started to heat up after a few minutes". There was no patient involved. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be confirmed. A functional assessment was performed and the device passed all operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly.